Event description:
Philips received a complaint by the customer on the v60 indicating that a "check vent: battery failed" alarm error occurred during a post operational check after the power management (pm) printed circuit board assembly (pcba) was replaced for a field change order. It was reported that there was no patient involvement at the time the issue was discovered. An aftermarket battery replacement was needed, and a service quote was sent to the customer for approval. However, a philips service engineer was not able to evaluate or repair the device as the customer did not accept the quote. Therefore, the work order for onsite service was canceled, and it is unknown what the outcome of the service event was. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.